Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 4.1 failed and cubies were not detected on bus. A field service engineer found drawer 4.1 had issues. Further, the fse reseated the row board and retractor cables and tested it using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es had a drawer 4.1 failed and cubies were not detected on bus. The customer stated that this malfunction occurred while dispensing the medication to the patient and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.